Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements that was detected via the patient's remote home monitoring system. An oversensing and low amplitude were also noted on this rv lead. Boston scientific technical services (ts) discussed possible causes of high out-of-range impedance and provided troubleshooting options. Additional information indicated that the lead was analyzed through pacing system analyzer (psa) and the impedance measurement was out of range which indicated a lead fracture. The physician opted to surgically abandoned the lead and the device was explanted. This lead is out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.